Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus and basal delivery. There was no reported impact to the customer's blood glucose level during these occlusions. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. However, the customer did not think the infusion set site was the cause of the occlusions as the site had been changed multiple times. The customer reverted to insulin injections to manage diabetes.

Manufacturer narrative:
Correction: serial/catalog number; h4.